Event description:
Prior to start of procedure, the equipment (handpiece) was primed and tuned. Once the physician started the phaco part of the procedure, he experienced difficulty with the vacuum. The physician had difficulty trying to collect the pieces of lens to the tip for removal. There was no pt injury. Just a prolonged procedure.